Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03669 / 03670).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2015 due to pain and wear. During the procedure, it was noted the acetabular cup position was too medial. The acetabular cup and liner were removed and replaced.